Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.2 mmicron filter extension set leaked from the filter. This was observed during patient infusion with smoflipid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The functional leak test was performed, and no issue was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.